Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the probable cause: based on the information obtained, olympus were unable to identify the exact cause of the incident. However, it was speculated that it may have been caused by damage or deterioration of parts during handling, blockages, or compatibility issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There was no patient involvement.